Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient reported inaccurate cgm values which occurred the day the sensor had been inserted into the abdomen. The patient¿s cgm displayed 88 mg/dl; however, she lost consciousness because her bg was ¿significantly low¿ (value not provided). The patient was transported to the emergency department for treatment. Although multiple attempts were made to follow up with the reporter, no other event or treatment details were obtained. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.